Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for device upgrade with a history of over-sensed noise exhibited by the right atrial lead. During the procedure on (B)(6) 2022, lead insulation damage was observed. The lead was capped and replaced. The patient was stable before, during, and post-procedure.

Event description:
It was reported that the patient presented for device upgrade with a history of over-sensed noise resulting in inappropriate automatic mode switch, exhibited by the right atrial lead. During the procedure on (B)(6) 2022, lead insulation damage was observed. The lead was capped and replaced. The patient was stable before, during, and post-procedure.

Manufacturer narrative:
Correction: previous report was missing the h6 code for "pacing problem", and b5 reference to inappropiate mode switch.